Manufacturer narrative:
Complaint no: (B)(4). It was reported that the cause of the peritonitis is due to use error/ break in aseptic technique; further described as due to a change in the patient¿s caregiver (no further detail was provided). Three weeks after peritonitis onset, the peritonitis was resolved, the patient was recovered from the event and discharged from the hospital. It was not reported if the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and began treatment with tarcefandol (1gram per day, intraperitoneally) and gentamicin (80mg per day, intraperitoneally). Treatment with tarcefandol and gentamicin was ongoing. Dianeal therapy was ongoing. The patient outcome was not reported. No additional information is available.